Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the hardware is broke, he isn't aware as to how.